Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
Synergy china registry it was reported that the patient experienced stable angina pectoris. In march 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion #1 was located in the mid left anterior descending (lad) artery with 99% stenosis and was 12 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.0 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was 10%. Four days later, a staged procedure was performed for the subject. The target lesion #1 for the staged procedure was located in the 1st right posterolateral (rpl) with 95% stenosis and was 18 mm long, with a reference vessel diameter of 2.50 mm. The target lesion #1 for the staged procedure was treated with pre-dilatation and placement of a 2.50 mm x 20mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Twelve days later, the subject was discharged on aspirin and ticagrelor. In may 2020, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day. Medication was given to treat the event. Eight days later, the subject was discharged on aspirin and ticagrelor. In december 2020, the event was considered resolved/recovered.

Manufacturer narrative:
E1 initial reporter phone number: (B)(6).

Event description:
Synergy china registry. It was reported that the patient experienced stable angina pectoris. In march 2020, the subject presented with myocardial infarction and was referred for cardiac catheterization. The target lesion #1 was located in the mid left anterior descending (lad) artery with 99% stenosis and was 12 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 4.0 mm x 16 mm synergy stent system. Following post-dilatation, the residual stenosis was 10%. Four days later, a staged procedure was performed for the subject. The target lesion #1 for the staged procedure was located in the 1st right posterolateral (rpl) with 95% stenosis and was 18 mm long, with a reference vessel diameter of 2.50 mm. The target lesion #1 for the staged procedure was treated with pre-dilatation and placement of a 2.50 mm x 20mm synergy stent system. Following post-dilatation, the residual stenosis was 0%. Twelve days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2020, the subject was diagnosed with stable angina pectoris and was hospitalized on the same day. Medication was given to treat the event. Eight days later, the subject was discharged on aspirin and ticagrelor. In december 2020, the event was considered resolved/recovered. It was further reported that in (B)(6) 2024, the subject was diagnosed with unstable angina pectoris and was hospitalized for further treatment. At the time of the event, the subject was on aspirin and ticagrelor. Medication was given to treat the event. Seven days later, the event was considered to be recovered/resolved, and the subject was discharged.